Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign, event occurred in poland. E1: telephone (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a device was received for maintenance and required repair. During maintenance evaluation, the device was diagnosed with motor speed instability, a worn component, a surface nonconformance, and motor function failure. There was no patient involvement. Diligence is complete.